Event description:
It was reported the patient has lost stimulation due to not charging her ipg as recommended. As a result, the ipg is inoperable and surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.